Event description:
The customer reported getting a pacer failure.

Manufacturer narrative:
(B)(4). The customer reported getting a pacer failure. The unit was evaluated at phillips. The symptom was verified. Replacing the pacer keypad assembly resolved the issue.